Event description:
It was reported that at a routine device upgrade procedure, the physician experienced difficulty with right atrial (ra) and right ventricular (rv) lead insertion. Boston scientific technical services was contacted and provided troubleshooting options. The physician had inserted the rv lead into the ra port, then back into the rv port. During the procedure, a small proximal seal piece came out of this device header. Both ra and rv leads were successfully reinserted into the new device and no sensing issues were present. Pictures were taken and sent to technical services, where it was determined to be a portion of the rv lead. Further in-clinic troubleshooting was recommended, as this portion of the lead served as insulation between the pin and the ring in the device header. Both ra and rv leads remain in-service and no adverse patient effects were reported. The device was subsequently received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a routine device upgrade procedure, the physician experienced difficulty with right atrial (ra) and right ventricular (rv) lead insertion. Boston scientific technical services was contacted and provided troubleshooting options. The physician had inserted the rv lead into the ra port, then back into the rv port. During the procedure, a small proximal seal piece came out of this device header. Both ra and rv leads were successfully reinserted into the new device and no sensing issues were present. Pictures were taken and sent to technical services, where it was determined to be a portion of the rv lead. Further in-clinic troubleshooting was recommended, as this portion of the lead served as insulation between the pin and the ring in the device header. The portion of the rv lead and the device were received for analysis. Once the investigation is complete, this record will be updated. Both ra and rv leads remain in-service and no adverse patient effects were reported.